Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was noted to be squirting out. Customer was unable to exit the prime loop and the piston continued to move forward after reservoir contact. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.